Manufacturer narrative:
The customer reported that it was the rubber foot pads that were replaced. The original ones were eroded away; they were missing except for one rubber pad. The customer replaced the rubber foot pads to resolve the reported issue. There were no internal/electrical parts replaced, only the rubber foot pads

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the screws (with the rubber pad) that secure the device to the stand are missing. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer requested the part number of the screws to order and replace. The remote service engineer (rse) provided the customer with the requested information. The investigation is ongoing.